Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that data readings from the ventilator were frozen. No patient harm was reported.